Event description:
It was reported this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise and high pacing threshold measurements were also observed on the rv channel. The patient's transvenous system was reprogrammed and a new subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in the patient. The rv lead remains in situ and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.